Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unable to perform the excessive no delivery test due to no button response. Pump received with crack on reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 127 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.